Manufacturer narrative:
Follow-up #1 date of submission 09/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2016 with the following findings: a review of the pump black box data showed no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. The current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.